Event description:
In 2007, abbott point of care was contacted by a customer who reported I-stat cardiac troponin I cartridges are not filling as expected. The rate of not filling is unk at this time.